Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the 1-month clinical study visit the patient was bothered by halos and starbursts causing difficulty while driving. Best corrected distance visual acuity (bcdva) 20/15. Additional information received from the 6-month clinical study visit reported that patient noted being bothered by halos and starbursts. The symptoms do interfere with daily activities (driving). Uncorrected distance visual acuity (ucdva) 20/15. The iol remains implanted in the subject eye with no intervention planned. This MDR is for the right eye. A separate MDR is being submitted for the left eye.